Event description:
It was reported that this lead was part of a system explant due to infection. It was previously reported that the system remained implanted but the field representative confirmed it was explanted. The patient expired approximately two weeks post-explant. No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this right atrial (ra) lead developed infection. Available information dictates that the lead remains in service. No additional adverse patient effects were reported.